Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-08. H6: investigation summary customer returned (7) loose 32gx4mm bd pen needles without covers or tear drop labels attached. The consumer reported finding 2 out of 3 pen needles clog during flow check. All 7 returned pen needles were examined, then tested for flow using a test pen injector. All 7 pen needles were able to expel properly. No defects were observed. Pen needle DHR batch 0134148 was reviewed. The batch number was built with pen needle assembly line in nov 2020. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. No quality notification was raised on past 12 months on similar non-conformance. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 3 bd pen ndl 32g 4mm 90 were unable to prime. The following information was provided by the initial reporter : the consumer reported pen needles clog during flow check. Date of event : 09/15/2021. Sample status : awaiting sample.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd pen ndl 32g 4mm 90 were unable to prime. The following information was provided by the initial reporter: the consumer reported pen needles clog during flow check. Date of event: (B)(6) 2021. Sample status: awaiting sample.